Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip arthroplasty, the packing of the liner was found to be not intact. There was no patient involvement, as the device never entered the sterile field. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Upon evaluation of the returned device, the cavity lid and sterile packaging showed no damages. The cavity lid shows no evidence of it sticking to the outer carton. DHR was reviewed and no discrepancies relevant to the reported event were found. The complaint was not confirmed or device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.